Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 11500aj aortic valve was explanted after an implant duration of five (5) years due to aortic regurgitation caused by torn leaflet. The patient presented with heart failure. The explanted device was replaced with another 25mm 11500aj valve. The patient's outcome was reported as "recovered". Per the reported information, the device was originally implanted in the supra-annular position. Two (2) months prior to the valve explant, the patient developed acute aortic regurgitation with heart failure. Upon the valve explant, there were two significant tears near the stent post in the leaflet corresponding to the left coronary cusp. The surgeon commented that this explant was device related. The device was returned for evaluation.

Event description:
It was reported that a 25mm 11500aj aortic valve was explanted after an implant duration of five (5) years due to aortic regurgitation caused by torn leaflet. The patient presented with heart failure. The explanted device was replaced with another 25mm 11500aj valve. The patient's outcome was reported as "recovered". Per the reported information, the device was originally implanted in the supra-annular position. Two (2) months prior to the valve explant, the patient developed acute aortic regurgitation with heart failure. Upon the valve explant, there were two significant tears near the stent post in the leaflet corresponding to the left coronary cusp. The surgeon commented that this explant was device related. The surgeon requested edwards to explain what could have caused such significant tears in the leaflet after only five years of implantation.

Event description:
It was reported that a 25mm 11500aj aortic valve was explanted after an implant duration of five (5) years due to aortic regurgitation caused by torn leaflet. The patient presented with heart failure. The explanted device was replaced with another 25mm 11500aj valve. The patient's outcome was reported as "recovered". Per the reported information, the device was originally implanted in the supra-annular position. Two (2) months prior to the valve explant, the patient developed acute aortic regurgitation with heart failure. Upon the valve explant, there were two significant tears near the stent post in the leaflet corresponding to the left coronary cusp. The surgeon commented that this explant was device related. Regarding the mechanical damage mark observed during the product evaluation, the surgeon commented that he might have held the leaflet with forceps at the device explant.

Manufacturer narrative:
The device history record review was performed and no relevant non-conformances were identified and a lot history review found no similar incidents. Leaflet tears were confirmed by product evaluation. Based on the available information, a definitive root cause cannot be conclusively determined. However, the observed leaflet thickening and calcification likely caused or contributed to the leaflet tears. An edwards defect has not been confirmed.

Manufacturer narrative:
H3: customer report of regurgitation due to leaflet tear was confirmed in the as received condition. As received, leaflet 3 had a 5mm tear along the wireform at commissure 3 and a 6mm tear at commissure 1. Leaflet was thickened and swollen at the torn areas. X-ray demonstrated calcification was evident at the tear along commissure 3. The x-ray also demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. A serrated mechanical damage mark was observed on cusp of leaflet 1 on the outflow aspect and did not penetrate the leaflet. Sewing ring was cut off around leaflets 2 and 3 and exposed parts of the metal band on the inflow aspect; cut off sewing ring fragment was not returned. Updated sections: g3, g6, h2, h3, h6 device code(s), type of investigation.